Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not return.

Event description:
It was reported that a cartridge alarm 19 and a cartridge alarm 5 occurred during the load process. Reportedly, the customer's blood glucose (bg) level was 55 mg/dl and the customer declined to provide how bg level was addressed. The customer stated that the reason for the low bg level was due to changing the cartridge and over bolusing. It was confirmed that the customer had a backup method of insulin delivery.

Manufacturer narrative:
(B)(4).